Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: ng, inratio: 1.0, lab: 4.5; ng, 2.6, 3.8. Five hours between inratio and lab tests in both instances. Customer stated due to the result she got from the lab (4.5), her coumadin dose was lowered from 5mg to 2mg. Therapeutic range: 2.5 - 3.5. Customer did not have the actual dates of testing, but stated that the tests were done a week apart.

Manufacturer narrative:
The inr and lab results provided by customer were performed more than three hours between readings. Since the time of the tests exceeded three hours, changes in pt's status may have contributed to unexpected errors. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. For this reason, no further analysis of the client's data was performed between these readings. In-house therapeutic donor testing was performed on reported lot #299628 on (B)(6) 2013. Results as follows: donor (B)(6) : inratio: 2.7, 2.9, 2.7; ref: 2.68; bias threshold: 1.68 - 3.68; %cv: 4.17. Donor (B)(6): 3.0, 2.9, 3.0; 2.92 b; 1.92 - 3.92; 1.95. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. The data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the pt's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.